Event description:
A vns physician reported concern about a pt, who was implanted with vns five weeks prior, possibly having an infection. It was noticed a week prior that both the generator and electrode incision sites were bright red and puffy. It was reported that the pt had a systemic infection with a fever and strep throat. The pt was later taken to the emergency room. Manipulation was not believed to be a contributory cause. Follow up revealed that the pt's caregivers reported that the hospital does not believe the incision sites are infected. The company representative reported that he thinks the hospital took culture samples, however, the results are not available for the manufacturer. Attempts for product information have been unsuccessful to date.